Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and spinal pain. The patient reported something seems ¿like its off¿ with her ins. The patient reported that she was told to contact the manufacturer to see if a local manufacturer¿s representative (rep) could come to his office to meet with the patient. No further complications were reported.